Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display, battery out limit and high blood glucose. Customer's blood glucose level was 500 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the issue was resolved. Customer was advised to monitor the insulin pump and their blood glucose levels.